Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they have an issue with the cobas infinity software. For one patient, a test result was being saved erroneously in the cobas infinity software. A urine glucose value was saved as a 24 hour urine glucose value.

Manufacturer narrative:
The investigation determined the issue was due to a misconfiguration in the test mapping along with a software error in cobas infinity. This allowed for tests with a non-corresponding tube type and non-corresponding result to be added to an order.